Event description:
It was reported that the customer had low blood glucose levels of 20mg/dl. The customer's spouse administered a glucagon injection, and blood glucose levels went up to 54mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.